Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the discharged battery was defective cells within the battery pack. One of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The pt rec'd a replacement battery pack.

Event description:
A (B)(6) male pt contacted zoll customer support to report that he had just charged his battery pack and it was unable to power on the monitor. The pt was provided with a replacement battery pack.